Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy with balloon dilation procedure performed on an unknown date. During the procedure, it was reported that the customer was having difficulty maintaining consistent pressure with the cre balloon, as the pressure continuously dropped on the cre steriflate device during inflation attempts by the nurse. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole when used in the esophagus. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon (which produces a leak), located approximately at 8 mm from the tip of the device. Microscopic inspection found a pinhole in the balloon located approximately at 8 mm from the tip of the device. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 8mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or prior to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.